Event description:
Broken sales rep called regarding a broken instrument in a patient at (B)(6) hospital in (B)(6): it was reported that on (B)(6) 2013, the tip of the needle holder broke off and is suspected to be inside of the patient. The patient was undergoing a laparoscopic procedure (type unknown). The sales rep is unsure of when the facility discovered that the tip had broken tip off. There was no x-ray done to identify if the part was still in the patient.  Additional information was received from the customer on (B)(4) 2013.  It was not the whole tip of the needle holder.  It was one of the permanent jaw inserts of the needle holder that was discovered missing mid-procedure because it wasn't able to grasp a needle any longer.  It had been functioning properly prior to that.  The sterile field, surgical drapes, mayo stand, back table and operating room floor were searched.  A magnet was also used to search the or floor area.  Multiple abdominal x-rays were done and read by a radiologist along with the operating surgeon as negative.  The procedure took place on (B)(6) 2013.  The incident occurred during a laparoscopic nissen fundoplication, repair of hiatal hernia.  There was no injury to the patient or healthcare professional as a result of the reported issue?  The only surgical intervention performed was multiple abdominal x-rays and additional operating room time to search for the missing permanent jaw insert.  The case was completed using a new laparoscopic needle holder.  The instrument was inspected by the spd department prior to the surgery.  It is unknown if the instrument has ever been repaired.  However, the instrument has been refurbished/resharpened by a third party.  The device is with the hospital's risk management department.  A (B)(4) report has been filed by the customer.  The patient has been discharged from the hospital.  The broken piece has not been located. The patient is female, (B)(6). Additional information was received from the customer on (B)(4) 2013. "The surgeon is planning to offer the patient a CT scan. Pending on if she accepts to have one and the results, risk may or may not release the instrument back to carefusion for evaluation. The lot number on the instrument is not very clear. I think that I can make out ¿xjc¿ the next letter is possibly a ¿p¿ or and ¿r¿ but I cannot say with any certainty. The two numbers appear to be ¿12¿. I attempted to take some more picture of the instrument with my phone camera but they aren¿t very clear".

Manufacturer narrative:
(B)(4). The customer has not returned the instrument to carefusion. The device is with the hospital's risk management department. The surgeon is planning to offer the patient a CT scan. Pending on if she accepts to have one and the results, risk may or may not release the instrument back to carefusion for evaluation. A follow up will be sent if new information is obtained.

Manufacturer narrative:
(B)(4). The complaint instrument was not provided to carefusion for evaluation. However, a few pictures were provided, but were not very clear. Based upon the lot information provided, the instrument may have been manufactured in december of 1998 or 1999. If this is accurate, the instrument may have been in use for 14-15 years. Since the instrument is not available, an evaluation could not be performed and the root cause could not be determined. In addition, a device history review (DHR) could not be performed since the lot number is unknown. The customer reported that it was unknown if the instrument had ever been repaired, but the instrument had been refurbished/resharpened by a third party. Without evaluating the instrument it could not be confirmed if the repairs were performed properly. In addition, it is unknown if an authorized party performed the repairs. A review of the complaint system was performed for this instrument over the last two years (03oct2011 through 03oct2013). There have been no other complaints of any kind reported for this instrument during this time period. The reported issue will continue to be trended and evaluated by carefusion.